Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information will be obtained due to information to complete the follow-up is not reasonably known. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from (B)(4) crematory with limited information. Information identified in the paperwork indicated the patient died approximately seven months post implant of the ipg system approximately four years ago.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Visual analysis only was performed.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.